Event description:
Info received indicates when lowering the bed frame, it will continue to lower a few inches after releasing the function switch.

Manufacturer narrative:
The tech disassembled and cleaned the drive and lubricated the thrust bearing to repair the bed.